Manufacturer narrative:
Date of event: date of event estimated.

Event description:
It was reported that vessel dissection occurred. Procedure summary: vascular access was obtained via transfemoral approach. The anatomy was tortuous and not heavily calcified. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty was performed with a 20mm non-boston scientific (bsc) balloon catheter. The native aortic valve was treated with the successful implant of a small acurate neo2 valve. At the end of the procedure, the 14f isleeve tip had appeared normal until the withdrawal of the 14f isleeve introducer sheath when the tip exhibited deterioration which resulted in an iliac artery vessel dissection. The physician believes the tip of the 14f isleeve introducer sheath is too rigid. The dissection was treated with the placement of an unknown manufacturer's stent in the right common iliac. Patient status: no further patient complications were reported. The patient was discharged four days later. The patient is fine.